Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00844. It was reported that, during an implant surgery, the leads could not be placed due to patient anatomy. As a result, the surgery was abandoned.